Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was cerebral palsy and intractable spasticity. The healthcare provider reported that the patient has been getting cellulitis recurrently since they had the pump placed. The healthcare provider stated that they have ruled everything else out and that is the only thing they can think of so the parents would like to take the pump out. The pump off passcode was requested to permanently shut down the pump.